Event description:
Pt is 63 y/o female with diagnosis of chronic lymphocytic leukemia. Pt was admitted 11/18/96 for the removal of port-a-cath tubing from the right atrium and right ventricle. Pt had a run of pvc's during the retrieval, but this cleared once the tubing was removed. Pt was d/c'ed on 11/19/963 removal of catheter portal is to be scheduled at a later date.